Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found all four of the end prongs were broken off. Only three prongs were returned for analysis. However, without x-ray provided remaining prong left inside patient body can not be confirmed. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Surgical technique was reviewed and the following relevant statements were found: open the medullary canal and conduct reaming by following ao reaming techniques for im nailing and maintain a guide wire entry angle of less than 10° from the axis of the canal. Precaution: if the guide wire entry angle is greater than 10° from the axis of the canal, there is a risk that bowing of the reaming rod will result in: ¿ eccentric reaming of the far cortex. ¿ damage to the reamer head connection, resulting in metal fragments in the canal. Notes: for an antegrade femoral approach, if possible, adduct the limb/hip to facilitate access to entry point. For greater trochanter entry point, target >2 cm distal to the lesser trochanter. For an antegrade tibial approach, the knee will need to be flexed to 90-110° for entry site access. Insert the guide wire aiming down the tibial crest, and thus the center of the medullary canal. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø10 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 03.404.016s lot number : 7772p90 release to warehouse date : 08.sep.2023. Expiration date : 01.sep.2033. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that in late on (B)(6) 2025, the patient underwent an orif with the lcp df plate for right distal femoral fracture. Internal fixation was performed. The surgery was completed successfully without any surgical delay. On (B)(6) 2025, symptoms of delayed union were observed. Therefore, the surgeon planned to reinforce the inner part of the distal femur with lcp recon 3.5 plate. The surgeon used ria2 device to collect the cancellous bone from the left femur. While attempting to collect bone from the distal medial malleolus, the root of the reamer head at the connection part of screwdriver shaft was broken off. A metal fragment of the broken part measuring about 1 mm x 7 mm (about 0.5 mm thick) remained in the left femur diaphysis. The surgeon determined that it would be difficult to remove it and that there is no risk of health damage, so that it was left in place. The surgery was completed successfully with about 30 minutes delay. The surgery was originally scheduled to take 30 minutes. According to the surgeon, the surgeon bent the reaming rod to collect the bone. The surgeon commented that reaming with the bent reaming rod might have caused stress on the connection part between the reamer head and the screwdriver shaft, leading to breakage. No further information is available. This (B)(4) reports the reamer head breakage during the revision surgery while related (B)(4) reports symptoms of delayed union which were observed after the primary surgery.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.